Event description:
Rash - vagina [vulvovaginal rash]. Rash - tampon [medical device site rash]. She can't get it out, retained- tampon [foreign body in reproductive tract.] Can't get tampon out [complication of device removal]. Tampon getting jammed [device deployment issue]. Case narrative: significant other reported via phone that their girlfriend cannot remove tampon. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.